Manufacturer narrative:
Implant date: (B)(6) 2021 or (B)(6) 2021. Customer (person): phone: (B)(6). Reporter occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient had a turbo-ject® single lumen power-injectable PICC placed on either (B)(6) 2021 or (B)(6) 2021 for infusion of nutrition. On (B)(6) 2021, during treatment around 8 pm, a leak occurred at the user facility's oncology department. The device was removed and a peripheral catheter was placed instead. No other adverse effects were reported.

Manufacturer narrative:
Investigation ¿ evaluation. A representative from (B)(6) in france reported that a PICC line leaked during the administration of a treatment. The complaint device was reported to be a turbo-ject single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number 13706842). The device had been implanted on (B)(6) 2021. The event occurred on(B)(6) 2021 while the patient was in the oncology department. During the administration of treatment at around 20:00, the turbo-ject single lumen power-injectable PICC began leaking. The device was clamped when the leaking was discovered. It was later removed from the patient. A peripheral intravenous catheter was placed in the patient for continuation of treatment. The patient¿s parenteral nutrition was stopped after the removal of the PICC. The customer reported that the device had not been used for power injection. Performing activities of daily living (adl¿s) may have provided an opportunity for inadvertent tension to be placed on the device. The patient¿s activity level as well as ability for self-care is unknown. The securement of the device is also unknown. If the device extension tubing and hub were also secured under a dressing, this could create additional pressure at the junctions of the hub and the extension tubing. There is no information regarding the patient environment (e.g., bed rails/medical equipment, other medical devices) that may have caused inadvertent tension on the catheter extension tubing and hub, i.e. Hub, catheter, or extension tubing gets inadvertently stuck in bed rails during bed/patient movement. A review of the complaint history, device history record, instructions for use (IFU), quality control of the device, as well as a visual inspection of the returned product, were conducted during the investigation. The device was returned to the manufacturer for investigation. The catheter clear extension tubing was observed to have partially severed from the purple hub which would result in a leak. Additionally, a document based investigation evaluation was performed. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place assure functionality and device integrity prior to shipping. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: warnings do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance ....if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related component lot found no nonconformances. A complaint database search found no other complaints have been reported for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Review of all available evidence indicates that the complaint device was manufactured to specification. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. It was not possible to rule out inadvertent tension placed on the device due to securement or patient adls as a cause of this event. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 07jul2021, it was reported that the device was not used for power injection.